Event description:
It was reported that the patient with this unknown emblem subcutaneous implantable cardioverter defibrillator (s-ICD) electrode developed a pocket infection. Subsequently, a revision of the xiphoid was performed, and a satisfactory impedance test was done prior to closure. No additional adverse patient effects were reported. This electrode remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode developed a pocket infection. Subsequently, a revision of the xiphoid was performed, and a satisfactory impedance test was done prior to closure. No additional adverse patient effects were reported. This electrode remains in service.